Event description:
On (B)(6), an amazon customer commented that the product was invalid and that somthing was missing here. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of invalid result to prove false result or its accuracy etc. Following by reporter's consent.